Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's pilot balloon popped after being inserted to the patient. There was no reported patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The failure mode is not confirmed as related with the manufacturing process. An inflation/deflation test was performed using a syringe air was applied to the cuff and it was observed the cuff deflated after seconds, a visual inspection was conducted and it was noticed the cuff presents a cut which was measured. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.